Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient heard the red heart alarm when in a sitting position while connected to the power module at home. The patient was asymptomatic. The patient visited the facility while connected to the power module and the history on the system monitor revealed multiple pump stops were recorded. The patient was connected to batteries and was hospitalized. The log file review showed a few pump stops and low speed hazard events while connected to power module power. These issues only appeared to be occurring while the ventricular assist device (vad) was connected to the power module. On (B)(6) 2022, the patient underwent pump exchange surgery from heartmate 2 to heartmate 3.

Event description:
It was reported that on 22mar2022, the patient was readmitted for a number of low flows and pump stops and on (B)(6) 2022, the pump and the driveline were exchanged. The patient was still hospitalized as of (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: superficial damage to the outer silicone jacket was confirmed. A specific cause for this finding could not be determined through this evaluation. The evaluation of (B)(6) confirmed internal driveline (dl) wire damage that would have contributed to the reported pump stop events captured in the submitted log file. (B)(6) was returned assembled with the driveline (dl) cut approximately 5¿ from the pump housing and the distal portion of the dl was returned measuring approximately 33¿. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outflow elbow was returned attached to the pump's outlet port. The sealed outflow graft was returned attached to the outflow elbow. The bend relief collar was returned detached from the device. The sealed outflow graft bend relief was not returned. Examination of the pump's blood-contacting surfaces upon disassembly of the device also revealed no adhered depositions or thrombus formations. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. The pins of the metal connector were free from deformation. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Following the removal of the outer silicone jacket, bionate layer, and metal braided shielding, a breach was observed to the green wire, approximately 2.5¿ from the pump housing. Further evaluation revealed a breach to the orange wire, approximately 7.0¿ from the pump housing. Although a specific cause could not conclusively be determined, the observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal shield. The remaining wires were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. If the exposed conductors of any wire made contact with the metal braided shield while the system controller was connected to a grounded power source (such as the power module or the mobile power unit with a grounded patient cable), the resulting electrical short to ground would have resulted in the reported pump stop events. In addition, a phase-to-phase short could have also potentially occurred if the exposed wires from any of the wires made direct or simultaneous contact with the metal braided shield while the device was supported by batteries or the ungrounded patient cable. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19apr2017. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.